Event description:
It was reported that during insertion of the iab, difficulty was encountered passing it through the insertion sheath. After connecting the iab to the pump, the balloon would not unwrap or inflate. As a result of this, the iab was removed and replaced. There were no patient complications.